Manufacturer narrative:
Upon return and analysis, this investigation be updated.

Event description:
Boston scientific received information that during printing this programmer emitted a burning smell, an alarm went off and the screen of the programmer went black. No adverse patient effects were reported. This programmer will be returned.

Event description:
- -

Manufacturer narrative:
Upon receipt, analysis was performed. The paper would not load. It was determined this was due to a deep cut in the printer spool. The printer was exchanged resolving the issue. Analysis confirmed the burned smell and black screen and determined this was thought this was caused by a flexed and shorted power supply cable. After the cable was exchanged, the issue was resolved.